Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct and duodenum procedure performed on (B)(6) 2014. According to the complainant, during the procedure when the balloon was inflated to 9mm and 12mm the balloon was much bigger than the width of the scope. It appeared to be around 15mm. It was reported there was no indication the wrong product was packaged; however the balloon appeared to inflate to the 15mm size, not 12mm as labeled. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of incorrect balloon component within package. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.